Event description:
It was reported by a physician, "I saw two miniarc erode into the urethra." The reporting physician did not place either of the slings. Related to MFR report #2183959-2013-00846.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.